Event description:
A medtronic representative reported that the dynamic reference frame (drf) was intermittently tracking after registration during a tumor resection utilizing synergy cranial axiem navigation. They were able to complete registration without any issues tracking the drf. After registration was completed, copper leads were placed in the patient for nerve monitoring. In the navigate phase of the software application, the drf was intermittently tracked by the emitter. They tried re-positioning the emitter, but this did not resolve issue. The axiem stylet probe was tracking without issue. The surgeon was able to complete the case with navigation. No negative impact to the patient was reported.

Manufacturer narrative:
Patient sex and age provided. Patient weight and ID were unavailable.

Manufacturer narrative:
The patient demographic information has been requested, but is not available at this time. The medtronic rep reported that the drf was disposed of by the site after the case, so it cannot be evaluated.